Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect component is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the screen is losing some of the colors and eventually goes black. The customer determined the most likely cause of the issue is the main printed circuit board assembly. After replacement of the faulty part, the issue was resolved. At this time, it is unknown if there was any patient involvement associated with the event.